Event description:
A physician reported that before a surgery an ophthalmic operating system froze after completion of the pre-operative setup. The surgery was completed after rebooting the console. There was no report of any patient harm.

Manufacturer narrative:
The company representative was able to confirm the event (via event log review). However, the issue was not replicated. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to exhibit no functional issues. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).